Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Calibration error 80 confirmed due to a failed mixing pump. Installed test mixing pump to cool in decontamination. Serviced mixing pump. Servicing the mixing pump corrected the reported calibration error. Neutral side connector between ac main circuit card and power inlet module was found blackened and melted through. The elbow found in place of the plastic main tank drain outlet was a brass compression fitting. A 2000-hour pm was completed on the device. The flow meter reading was too low post repair to pass functional testing. Replaced ac main voltage circuit card and power inlet module. Replacing main tank drain outlet with a plastic elbow. Replaced flow meter. As part of the pm, serviced the circulation pump and replaced heater, both manifold o-rings, both drain valves, double bend tube to the manifold, and the chiller evaporator outlet tube. Preventively replaced coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed wanted to get quote to send in arctic sun device for repair. Since device was getting calibration error 80. Per sample evaluation results received via task on 21nov2024, it was reported that the neutral side connector between ac main circuit card and power inlet module was found blackened and melted through. The elbow found in place of the plastic main tank drain outlet was a brass compression fitting. The flow meter reading was too low post repair to pass functional testing in an arctic sun device. Per follow up information received via task on 22nov2024, no patient involved at the time of the malfunction.